Manufacturer narrative:
(B)(4). Device evaluated by MFR: examination of the returned product revealed only the pusher wire and introducer sheath were returned. There was dried blood present in the introducer sheath resulting in resistance while attempting to advance the pusher wire. The ss coil region was kinked. Blood was present on the pusher wire and interlocking arm of the pusher wire. No anomaly was noted with the interlocking arm of the pusher wire. Dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the dfu instructs the user to begin continuous flush before introducing the coil into the catheter. The non-performance of this maintenance step is a contributory factor in the pusher wire being kinked and as a result the difficulty or inability to deliver the coil. (B)(4).

Event description:
Reportable based on analysis completed (B)(6) 2013. It was reported that during an embolization treatment procedure, the coil would not advance in the microcatheter. The target lesion was an aneurysm located in the moderately tortuous right internal iliac artery. Utilizing continuous flush, an unspecified 0.021" catheter was placed in the vessel and the 6mm x 20cm interlock coil was then inserted, but resistance was noted in the distal end of the catheter and the coil would not advance. The procedure was completed with the same catheter and another of the same coil. There were no patient complications reported and the patient's status is good. However, device analysis revealed the coil was not returned with the pusher wire.